Manufacturer narrative:
Date rec'd by MFR: 13nov2019. Failure analysis on the returned touch screen shows that the ul_lr and ur_ll resistance & resistance ratio were out of spec. Fault are found on this returned touchscreen. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06sep2019.

Event description:
The customer reported that the unit will not turn on due to touch screen is unresponsive. The customer reported that the unit was not in use on patient.